Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, they were unable to get the jaws to close and that caused a clip gap. Used another like device to complete the case with no patient consequence.